Event description:
The complainant reported use of a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the patient jerked, and the placement signal was lost. Staff was instructed to monitor pump motor current and flows, as well as the patient¿s hemodynamics, for the remainder of the case. The pump remained operational until weaning and explant. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product; the pump passed the laser continuity test, and the alarm was reproduced during pump testing. The pump ran as expected. The data log shows a damage sensor trend on the 5s optical parameter. As per the clinical notes, the placement signal was lost after the shockwave, but the pump was kept in place. The cause of the optical signal issue was a damaged sensor, based on returned product and data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.